Event description:
It was reported that the patient had trace aortic insufficiency prior to implant with the left ventricular assist device (lvad). Approximately 1 year after implant, the aortic insufficiency was classified as mild to moderate following an echocardiogram on (B)(6) 2023. The aortic insufficiency progressed to severe approximately 2 years after implant during an echocardiogram on (B)(6) 2024. It was not definitively clear how the worsening aortic insufficiency corresponded with the device implant. It was also reported the patient had a computed tomography angiography (cta) prior to transcatheter aortic valve replacement (tavr) on (B)(6) 2024, which revealed an incidental findings of an extrinsic outflow graft obstruction with 70% stenosis of their outflow graft. There was interval development of moderate to severe intimal hyperplasia within the proximal half of the outflow graft to the left ventricular assist device (lvad). Additionally, a tavr was performed on (B)(6) 2024 with resolution of the severe aortic insufficiency to follow. A repeat cta was done on (B)(6) 2024, which revealed the anastomosis of the lvad at the ascending aorta appeared patent. There was stenosis in the outflow track immediately distal to the lvad device. The patient experienced symptoms of pre-syncopal events and low flow alarms. The site planned to place an outflow graft stent, date to be determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had an extrinsic outflow graft obstruction with 70% stenosis of their outflow graft. The event date was estimated.

Manufacturer narrative:
Section b3 - event date estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event is supplemental information and the investigation findings will be submitted under MFR# 2916596-2024-52515.